Event description:
Intuitive suction irrigator was not working properly. The tubing and connection was inspected, and everything was all checked out. We tried 4 times, then we did manual irrigation. The equipment was changed out to a new one, and it started working. We pulled out the defective one off the field. The problem was an electronic connection issue between the device and robot.